Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03559/03558/03561. (B)(4).

Event description:
It was reported when a loaner set was returned four tibial articular surface provisionals were fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number0001822565-2017-05488.